Event description:
The customer contact reported the pt received less medication than intended. At an unspecified time, the device was programmed for intermittent delivery of unspecified concentration of "ancess", with a dose frequency of every 8 hours, an unspecified kvo (keep vein open) rate, and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the nurse reported the device display indicated only 24ml had been delivered. At that time, the nurse reported the pt had missed 4 doses of medication and the device had delivered at the kvo rate only. The device was removed from clinical service. Therapy was resumed using a replacement device. The customer contact reported there was no change in the pt status. No medical interventions were required. The customer contact indicated the event may have been the result of an unspecified operator error. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).